Manufacturer narrative:
The distributor performed the evaluation and any necessary repairs.

Event description:
It was reported by the distributor that the power cord was damaged, resulting in exposed bare wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.